Event description:
It was reported that during a stenting treatment procedure to place a wallstent in the subclavian, removal difficulties were encountered. Following angiography, access was obtained through the brachial artery and an access sheath placed. The cook wire was introduced and the wallstent advanced without difficulty to the target lesion with no guide sheath in place. The lesion was not pre dilated. The wallsent was deployed without incident. The physician attempted to withdraw the delivery device and the system 'froze up' requiring removal of the system as a unit. The procedure was successfully completed; no patient injury or complications were reported.